Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. Moreover, the patient was told that the ICD battery was depleting. Boston scientific technical services (ts) then explained that beeping will occur every six hours. Further, ts then suggested to have the ICD checked as soon as possible. Attempt to obtain additional pertinent information was unsuccessful. To date, this ICD remains in service. No adverse patient effects were reported.